Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, but the customer could not remember the actual bg level. The suspected cause of the elevated bg level was because to the cartridge and infusion set had been in use for more than 48 hours with humalog insulin and the customer was using cold insulin within the pump supplies. The ICU provided intravenous therapy (IV) of fluids of saline and insulin to address bg. Customer was discharged from the ICU three days later 06/26/2024, with the issue resolved and no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.